Event description:
According to the reporter: during use of the retractor on the liver, the device snapped in half at the seam. Another retractor was used but the same thing occurred. Tissue damage to the liver was observed, but the surgeon resolved the issue using an open technique to control the bleeding. The patient had a large liver and was obese.